Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited occasional undersensing of r-waves noted on the ventricular channel on current electrograms (egm) and stored ventricular tachycardia (vt) non-sustained events. It was also reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing on the atrial channel occurring after the undersensed r-wave on current egm. The leads remain in use. No patient complications have been reported as a result of this event.